Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that one bottle failed to grow c.novyi. No adverse impact was reported regarding the patient or user.